Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aorta diameter was narrow, 17 mm in diameter. It was reported that the patient had pain in the right foot. The CT revealed that the ipsilateral iliac limb was occluded. The occlusion was in the ipsilateral limb just below the flow divider. There were no kinks in the stent graft, there was compression due to the contralateral iliac limb that was double in structure with the stent graft of the bifurcated device and the limb. The physician removed the thrombus by using a fogarty catheter, and implanted a bare metal stent and the blood flow was restored. The physician commented that the patient's aorta was originally narrow, 17 mm in diameter. The occlusion was most likely due to the contralateral expansion. No additional clinical sequelae were reported.

Event description:
Films were received and their evaluation was completed. The pre-implant cta's were reviewed. The abdominal aorta diameter was small in diameter, contained thrombus, and was moderately tortuous along its length. The aortic diameter measured 23x24mm (18mm flow lumen) just below the renal arteries. Distally, the abdominal aortic diameter varied from 22mm to 29mm (15mm to 23mm flow lumen). At the iliac bifurcation the distal aortic diameter measured 21mm (14mm x 17mm flow lumen). The right common iliac artery was aneurysmal; diameter measured 33mm (21mm x 28mm flow lumen). The iliacs were mildly tortuous. Films post-implant were not provided; therefore, the cause of the reported occlusion could not be determined. It is possible that the small aortic anatomy may have contributed to the occlusion of the stent graft.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; aorta diameter was narrow, 17 mm. Conclusion: anatomy related; aorta diameter was narrow, 17 mm.

Manufacturer narrative:
(B)(4).